Event description:
Utilized xcm biologic mesh as an adjunct for abdominal wall repair in an obese individual with open abdomen after a strangulated abdominal wall hernia had been repaired. Original surgery was very early in the morning, bowel resection, left open one day later - second look, washout, repair of recurrent incisional hernia with xcm and closure of skin and drained.about two weeks later - noted recurrence of hernia in intensive care unit (ICU), patient brought to operating room (or) for re-repair, fascia sutures all intact, xcm had torn through virtually all sutures on left and some on right.replaced with a different type of mesh.